Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the operating room during use, the md inserted the iab-s840c through the terumo introducer sheath via right femoral artery without issue. Upon initiation of the intra-aortic balloon (iab) it was noted that the augmentation was not okay. Inflation status was also not ideal; not fully inflated only 40% by the iab waveform. It was stated that despite the countless efforts of troubleshooting and verification of its placement through fluoroscopy the iab was the issue. As a result, the iab was removed. A new iab kit was inserted via the same insertion site and used without issue. The intra-aortic balloon pump (iabp) therapy went on as planned successfully. No alarms occurred and o pump strips were generated for review. There was no pt death, complications or injury reported. There was no medical/surgical intervention required. There was an approximate 20 minute delay or interruption in the therapy with no harm to the pt noted. The pt outcome is no untoward signs and symptoms.